Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2022, the patient came in reporting pain due to aseptic loosening. The surgeon revised all components. Presently, on (B)(6) 2025, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent competitor product. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-jan-2025. Lot 184308: (B)(4) items manufactured and released on 24-jul-2018. Expiration date: 09-jul-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-revision 02.07.0685r revision fixed tibial tray cemented size 5 r (k123721) lot 184302: 21 items manufactured and released on 11-jul-2018. Expiration date: 02-jul-2023. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2406r femur revision ps size 6 r (k102437) lot 184291: (B)(4) items manufactured and released on 07-sep-2018. Expiration date: 27-aug-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.